Manufacturer narrative:
The device in question was returned for technical analysis. Upon arrival the clip was slightly advanced on one side. During technical analysis the clip could be applied without any problems. All components were inspected and no deviation from product specification or product malfunction could be found. Due to the large amount of tissue in the cap, the view of the white application ring was limited. The user did not verify the clip application prior to tissue resection. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2023.

Event description:
It was reported that the gastroduodenal ftrd was used to treat a lesion in the duodenum. Due to a large amount of tissue mobilized into the cap, the view of the white application ring was limited. The clip application was not verified before tissue resection. No full thickness resection was made. The resection side was closed with a clip within the same procedure.